Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the high intensity button was fixed by a wearing away of the button due to age deterioration or because the user connected the endoscope to the subject device without completely drying the endoscope or with the foreign objects (such as chemical liquid residue, fur, sebum soils, dust or fluff of gauze) in the endoscope.

Manufacturer narrative:
The issue was resolved through troubleshooting via the phone with olympus technical support. Upon discussion and troubleshooting it was determined that the high intensity switch and the socket appeared to be stuck. To resolve the issue, the user freed the switch; the unit was verified to function as expected after freeing the switch. The customer was advised to return the device to olympus for repair if the issue reoccurred. A conclusive root cause for the reported problem could not be identified.

Event description:
A user facility reported to olympus that the front panel led's were blinking and the lamp life meter could not be reset. There was no patient injury or harm, associated with the problem, reported to olympus.